Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she was hospitalized due to low blood glucose level. Customer didn't have time to troubleshoot. Customer didn't recall any of the information in regards to hospitalization and didn't have the paperwork on her. The insulin pump is not returning for analysis.